Event description:
Pt is reported to have developed a blister following treatment with the anodyne professional unit administered by a healthcare professional. Reporting facility treated the area with silvadene, a topical ointment available over the counter, and a dressing. Facility reports that pt may have sat on the therapy pads. Safety info booklet provided with every unit clearly cautions not to have pt lie on top of therapy pads, as this may cause burns. Pt was treated with the anodyne 2-3 times prior without incident.

Manufacturer narrative:
B9 - correct MFR report # to 1055581-2005-00027